Manufacturer narrative:
(B)(4). Device manufacture date: 09/23/2015 - 09/30/2015. The actual device was not available; however, a companion sample was received for evaluation. A visual inspection identified the presence of iodine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no iodine on the sponge of a minicap. This was noted before use and the product was discarded. There was no patient injury or medical intervention reported. No additional information is available.